Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient obtained the blood glucose reading of 31 mg/dl and she experienced the symptoms of shaking, rapid heartbeat and hunger. The patient treated her symptoms with juice. Later in the day, the patient obtained the blood glucose reading of 300 mg/dl and she experienced the symptom of fatigue. The patient corrected her blood glucose level with a bolus dose of insulin via the pump. Troubleshooting revealed the pump time setting was incorrect by twelve hours, am instead of pm, which would affect the times the basal doses were given. The patient noted she had last changed the pump battery two days before. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient's technique was incorrect by not setting the pump date/time correctly. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia afterwards, and received self-treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.